Manufacturer narrative:
The hill-rom technician inspected the bed and found the audible external brake not set alarm needed to be replaced. It is necessary for the progressa¿ bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Examine the brakes to see whether the bed moves when the brakes are set. Replace as necessary. Examine the steering mechanism. Replace or adjust the steering control elements of the steering caster if necessary. Replace the caster if necessary. Troubleshoot in the event of a malfunction. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account's maintenance department will replace the audible external brake not set alarm to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the brake not set alarm was not working. The bed was located in room ccu 2258 at the account. There was no patient/user injury reported. (B)(4).